Manufacturer narrative:
This report is for 3 unknown locking screws. Implant date reported as (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision procedure and hardware removal occurred due to an infection. On an unknown date, the patient sustained an open fracture of the left tibia and distal fibula. In (B)(6) 2014, the patient was treated with irrigation and debridement (I&d) with implementation of intramedullary rod in the tibia, distal fibula locking plate in the fibula and cannulated screws in the distal tibia. The patient also sustained a left segmental femur fracture. The initial injury was treated with I&d and external fixation around (B)(6) 2014. Around (B)(6) 2014, the femur was also treated with the insertion of a retrograde femoral nail. It was reported that all of the fractures were treated at the same time. On an unknown date, the patient¿s tibia became infected. All hardware, one tibial nail, three unknown locking screws and two unknown cannulated screws, in the tibia were explanted on (B)(6) 2014. Additionally, the patient received I&d of the tibia, the tibia canal was reamed, and the surgeon implanted an antibiotic rod into the tibia canal. It¿s believed that the tibia fracture did indeed unite. There were no issues reported with the explanted hardware. The devices treating the fibula and femur fractures were left in the patient and no issues were reported with them. The procedure was completed successfully and no patient harm or surgical delay was reported. This report is for 3 unknown locking screws. This is report number 2 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.